Manufacturer narrative:
The product was returned and investigated. The meter powered on with button and with insertion of strips. Did not observe meter turn off after strips were inserted. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported their freestyle freedom lite meter turns on and off with a test strip insertion and as a result of being unable to test, they experienced vertigo, tingling in feet, weakness and headache. The customer reportedly has been seen by a doctor and treated with insulin, which was a change to their regular treatment; however, the customer denied being diagnosed with hyperglycemia. There was no report of death or permanent impairment associated with this medical event.